Event description:
A (B)(6) year old male underwent an endovascular aortic repair procedure with a zenith fenestrated aaa endovascular graft proximal body (zfen-p-2-36-137-r). During the procedure it was noted that the valve on the sheath were not hemostatic so the patient lost a considerable amount of blood and required a blood transfusion. The graft was deployed as the physician intended and no additional procedures were needed. The patient is doing well post procedure. A zenith fenestrated aaa endovascular graft - distal body (zfen-d-12-62-91-c) was also used during the same procedure and this also leaked in the same manner (reported separately, see 9680654-2014-00011).